Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised they are not to deviate from the reprocessing manual. The reprocessing manual was emailed to the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the operating room reprocessing staff was not using the correct tubing to clean the evis exera iii colonovideoscope. They were using the water jet connector with syringe because they didn't have a water pump to push the water through the channels during reprocessing. They were initially using an injection tube. There were no reports of patient involvement. It was not determined that the scope was used on a patient after this method of reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, the manufacture date cannot be identified since the serial/lot was not provided. Based on the results of the investigation, the root cause was user error. The user's understanding differed from olympus recommendations in device handling and reprocessing steps. The event can be prevented by following the instructions for use (IFU): reprocessing steps are detailed in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.